Event description:
Consumer stated that he sat on the massaging cushion and turned it to the "on" position to the full back massaging setting and it started going haywire. Consumer stated that he felt a pain in his lower spine, so he jumped off of the massager. Consumer stated that a metal bar about 1 inch long was sticking out of the actual massager. No further information.